Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the mlx 300w xenon lightsource (00mlx) was received in used condition. Evaluation identified that the standby button was hard to press to initiate the lamp and the unit failed the attenuation test while adjusting the light intensity. The standby membrane and the attenuator switch has been replaced to correct these issues. Root cause analysis: the reported complaint was confirmed. The issue of the membrane getting stuck was most likely due to routine use and wear. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the standby membrane of the mlx 300w xenon lightsource (00mlx) was getting stuck and there was possible bulb overheating. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.